Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. Blood glucose level at the time of the incident was not reported. Troubleshooting was provided. The customer reported an insulin pump error before the critical pump error. The insulin pump will be returned for analysis. It was not stated if the auto mode feature was in use.

Manufacturer narrative:
Open book or critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on electrical board. Unable to confirm broken force sensor alarm due to critical pump error alarm.